Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with a 235cc mentor memorygel breast implant and was presented with bilateral breast implant rupture confirmed by MRI. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 8/23/2019, the mentor failure analysis lab received the device for evaluation. Mentor became aware that devices were intact upon removal. Hence, device code has been updated. Mentor also became aware that the replacement devices used were catalog number 3542357mc; serial number (B)(4) on the left and catalog number 3542357mc; serial number (B)(4) on the right side. This report is for the patient¿s left-sided device. On 8/30/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).